Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead triggered lead safety switch (lss). Measurements were good in unipolar configuration. Impedance measurements had decreased even in unipolar configuration. Boston scientific technical services (ts) discussed how to reset the lls as well as the reasons why lss was triggered. Additional information was obtained from the field representative indicating that the health care professional (hcp) left the patient in unipolar configuration since the measurements were within the normal range. Impedance measurements in bipolar configuration were in the low end which might have caused the lss. The patient is not pacemaker dependent. The physician is going to evaluate the patient over a period of time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.